Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred during the load sequence. Reportedly, the customer reloaded cartridge resolving the issue. Additionally, it was reported that multiple occlusion alarms occurred. Reportedly, the pump supplies were changed to address issue and insulin delivery was resumed. Customer's blood glucose was 400 mg/dl.